Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient has had an infection "in his pump" since 2014. The pump infection location was in the patient's hip. The patient needed to go into a hyperbaric chamber. The pump was used to deliver lioresal (baclofen). The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer. The patient had stage four ulcer (wound) on his hips (both sides). The reporter was requesting diathermy labeling.